Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that did not require hospitalization. On that same date, prior to the start of antibiotic therapy, a peritoneal effluent analysis and culture were performed. The results of the analysis were pending and the culture results were unknown. On (B)(6) 2011, the patient began remedial therapy with fortum (2gm, daily, ip) and amikacin (500mg, daily, ip). The cause of the peritonitis was unknown. It was not reported whether dianeal pd2 ultrabag therapy was ongoing. At the time of this report, it was unknown whether the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.